Event description:
Customer reported to beckman coulter, inc. (Bec) that the unicel dxc 800 synchron clinical system generated an erroneous high glucose result. Customer reported that the erroneous result was reported out of the laboratory. Customer reported that the doctor questioned the result because the result did not correlate with the finger prick test. Customer reported that the sample was repeated. Customer reported that the repeat produced a lower result. Customer reported that the glucose result was amended. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Beckman coulter field service was not dispatched for this event because beckman coulter was notified weeks after the event. Bec field service did run other grey top fluoride tube samples stored in the laboratory to verify performance and did not notice any issues.

Manufacturer narrative:
Reagent used in conjunction with unicel dxc 800 synchron system: catalog no.: 472500; brand name: glucm (glucose) reagent; lot number: t103093.